Event description:
A pt presented with a ruptured middle cerebral artery (mca) aneurysm that was treated by balloon assisted coil embolization without heparin administration. During the procedure, a thombus formed near the aneurysm. After evaluating the fluoroscopy, the physician determined there was no clinical issue with the pt. Four days post-procedure the pt developed a complication determined to be causally-related to the thrombus. It was also noted that a deep vein became occluded due to this event. The pt was reported to be suffering from hemiplegia of the right side.

Manufacturer narrative:
No alleged product malfunction or non-conformance that contributed to the reported event. Additional info was received from the user facility. The physician deemed the placement of the coils to be successful. Continuous flush was maintained throughout the procedure.